Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was not reviewed as the batch number was not available. The cause of the reported ventricular tachycardia episode was procedure related.

Event description:
During a right atrial flutter ablation procedure a ventricular tachycardia (vt) episode was induced. During the procedure the ablation catheter moved from the atrial isthmus to the right ventricle (rv) and induced vt. To restore sinus rhythm the patient was cardioverted with two electric shocks. The procedure was continued with no additional adverse consequences. There were no performance issues with the abbott ablation catheter.